Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
The patient&#38112;spouse reported that the patient&#38112;device had moved since implant and the patient was experiencing discomfort. The device remains in use. No further patient complications have been reported as a result of this event.